Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the keypad button's were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: during the investigation, the keypad was found to be intact with all keys responding appropriately. The keypad cover was removed, and no contamination was found under the key contacts. No button contact defects were observed. The pump¿s cover was removed, and no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. Instigators were unable to duplicate the complaint. .